Event description:
Patient was revised due to pain. Update: (B)(6) 2012 - litigation papers received. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - medical records were received. The revision operative report indicated that there was fretting on the stem taper. The complaint was reopened to add the femoral stem and asr adapter sleeve. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. I added the s-rom sleeve. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.